Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Reportedly, the cartridge was cracked. In addition, the customer received a temperature alarm while charging the pump and a power source alert. The customer declined to provide further information or troubleshoot for the temperature alarm or power source alert. The customer's blood glucose level was 314 (mg/dl). Reportedly, the customer loaded a new cartridge and resumed insulin delivery.